Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level subsequently rose to 371 mg/dl. Customer went to the emergency room (ER) due to the elevated bg and was diagnosed with ketones that were life threatening. The customer administered a manual injection to attempt to lower bg level and was treated with intravenous fluids of saline and insulin at the ER. Customer was discharged on july 16 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the insulin, infusion set, or cartridge.